Manufacturer narrative:
Batch review performed on 13 january 2022: lot 1909882: 69 items manufactured and released on 26-mar-2020. Expiration date: 2025-mar-16. No anomalies found related to the problem. To date, 66 items of the same lot have been sold with no similar reported event. Preliminary investigation performed by r&d manager: the x-ray at the 6-week follow-up confirms that the glenosphere screw got loose and exited from the glenosphere recess. The explanted glenosphere shows circular black markings on the backsurface due to friction with at least one protruding glenoid screw. It is not possible to determine whether the glenoid screws were fully seated during the primary surgery or they backed-out in the early post-operative time. No action is suggested. Clinical evaluation performed by medical affairs director: 1,5 years after primary rsa the glenosphere fixation screw is found to have backed out significantly. It should be expected that the fixation of the glenosphere has lost strength, although no revision surgery has been carried out yet. Rather often, the cause for such a situation is incomplete seating of one or more of the baseplate fixation screws, for whatever reason, but this cannot be verified until revision surgery is performed. To date, therefore, we cannot formulate a reasonable hypothesis on the most likely root cause for this situation.

Event description:
Revision surgery will be performed about 1 years and 7 months after the primary surgery due to glenosphere screw loosening.

Event description:
Revision surgery will be performed about 1 years and 7 months after the primary surgery due to glenosphere screw loosening.

Manufacturer narrative:
Batch review performed on 13 january 2022: lot 1909882: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-mar-16. No anomalies found related to the problem. To date, 66 items of the same lot have been sold with no similar reported event. Preliminary investigation performed by r&d manager: the x-ray at the 6-week follow-up confirms that the glenosphere screw got loose and exited from the glenosphere recess. The explanted glenosphere shows circular black markings on the backsurface due to friction with at least one protruding glenoid screw. It is not possible to determine whether the glenoid screws were fully seated during the primary surgery or they backed-out in the early post-operative time. No action is suggested. Clinical evaluation performed by medical affairs director: 1,5 years after primary rsa the glenosphere fixation screw is found to have backed out significantly. It should be expected that the fixation of the glenosphere has lost strength, although no revision surgery has been carried out yet. Rather often, the cause for such a situation is incomplete seating of one or more of the baseplate fixation screws, for whatever reason, but this cannot be verified until revision surgery is performed. To date, therefore, we cannot formulate a reasonable hypothesis on the most likely root cause for this situation.